Manufacturer narrative:
The manufacturer previously mentioned incorrect b5- event description about the allegation. The correct b5 should be as follows: the manufacturer received information alleging an issue related to a rental-dream station auto CPAP device. The patient has allegedly passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Event description:
The manufacturer received information alleging an issue related to a rental-dream station auto CPAP device's sound abatement foam. The patient has allegedly passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete